Manufacturer narrative:
Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design or labelling; furthermore, there are safety and alternative measures available. Thus, no corrective action is required.

Event description:
A health care professional (B)(6) reported that during a dmek surgery, a patient had expulsive bleeding in the eye, and surgery was interrupted. Due to the expulsive bleeding in the patient's eye, the hcp plans to perform a reoperation of the cornea at a later time.